Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 components; however, it is unknown which components, therefore all potential components are being listed. Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 8042800. Common device name: drg: lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 8145643.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein 2 drg leads and the ipg were explanted. The investigation was unable to determine the lead that associated with the issue. When attempting to explant the right l2 lead the lead was fragmented and the fragmented lead remains in the patient. Surgical intervention may be undertaken in the future to address the right l2 fragmented lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.